Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed weakness in the legs and could not support their own weight. The physician does not believe the issues were related to the device. The patient is currently recovering in a rehabilitation facility.